Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room complaining of dizziness and near syncope. The right ventricular (rv) lead exhibited an increase in impedance to high levels and possible loss of capture. Further investigation revealed ventricular pauses caused by pacing inhibition due to oversensing of myopotentials, and a lead fracture was suspected. The lead was reprogrammed, and was later capped and replaced. No further patient complications have been reported as a result of this event.